Event description:
It was reported that one needle had come off the stapler 30 white reload before it was installed in the sureform stapler instrument. Furthermore, several needles fell off when installing the other stapler 30 white reload. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the event occurred when unpacked before placing the reload into the jaw. Patient was not involved in this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reload stapler 30 accessory was analyzed and the reload was found to have a broken tail with no material missing as a result of the break. Additionally, three staples were found to be missing from the proximal end pockets of the unfired reload. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the broken tail and missing staples is attributed to damage during use.